Event description:
During preparation for use for a cardiopulmonay bypass procedure, the pump console displayed a message indicating that the backup batteries could not be charged. There were no adverse consequences to the pt as a result of this event.